Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was not working to activate the pump display. Additionally, the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged button issue was verified; however, the charging issue could not be identified. Additionally, a different issue was identified.